Manufacturer narrative:
(B)(4). Device remains implanted; therefore, direct product analysis was not possible. Instructions for use (IFU) for gore® acuseal vascular graft, vascular access procedures state, the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm. Possible complications with the use of any vascular prosthesis complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: redundancy; infection; ultrafiltration or perigraft seroma; thrombosis; mechanical disruption or tearing of the suture line, graft, and/or host vessel; excessive suture hole bleeding; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; or perigraft hematomas.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient was implanted with a gore® acuseal vascular graft for hemodialysis shunt. During patient's follow-up visit in (B)(6) 2018 (exact date unknown), imaging showed what appeared to be delamination of the acuseal vascular graft. As reported, the delamination was not at the puncture site. No intervention was performed and the acuseal vascular graft is still being used for dialysis.